Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture- baker grade iii.

Event description:
Patient's representative has reported right side rupture and capsular contracture, baker grade 3. Patient suffers from depression. Device has been explanted.

Event description:
Patient's representative has reported right side pain, capsular contracture and rupture. No baker grade provided for the capsular contracture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.